Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(6) law does not allow return.

Event description:
Customer reportedly received the following results on the performa nano system within 10 minutes: 5.8 mmol/l, 10.7 mmol/l, and 10.7 mmol/l. No adverse event reported. No product will be returned due to custom and legal issues in (B)(6).